Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the pacing lead during the implant procedure although multiple locations were tried. The lead was attempted/ not used. No patient complications have been reported as a result of this event.